Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: robotic pulmonary lobectomy. Event description: complaint 1 of 2 - (B)(4), complaint 2 of 2 - (B)(4). [Translation] during a robotic pulmonary lobectomy in room 1 of the general ward, the internal reducing valve of the the internal reducing valve of the 15 mm trocar on repeated passage of the instruments, on 2 occasions (2 trocars used from 2 different batches). Disconnection of the valve components from the 1st trocar, part of which fell into the thoracic cavity. Search for the part of the valve from the 1st trocar used that fell into the thoracic cavity. 2nd trocar valve before disconnecting its components. Actions taken in the care facility to manage the patient: find the valve that has fallen into the patient's thorax and removal. Type of intervention: removed the valve. Patient status: patient is ok.

Event description:
Procedure performed: robotic pulmonary lobectomy. Event description: complaint 1 of 2 - (B)(4) [batch ID: 2027111-20250210093621]. Complaint 2 of 2 - (B)(4) [batch ID: 2027111-20250210093754]. [Translation] during a robotic pulmonary lobectomy in room 1 of the general ward, the internal reducing valve of the internal reducing valve of the 15 mm trocar on repeated passage of the instruments, on 2 occasions (2 trocars used from 2 different batches). Disconnection of the valve components from the 1st trocar, part of which fell into the thoracic cavity. Search for the part of the valve from the 1st trocar used that fell into the thoracic cavity. 2nd trocar valve before disconnecting its components. Actions taken in the care facility to manage the patient: find the valve that has fallen into the patient's thorax and removal. Type of intervention: removed the valve. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. Based on the description of the event, it is likely that the dislodged shield and fragmented seal components were caused by an asymmetrical instrument that was inserted in a non-axial manner. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing¿ applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.